Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 11/01/2013 with the following findings: evaluation revealed that the display was dim and discolored. A test display was inserted and found to function properly. A review of the pump history showed multiple call service alarms. The issue of the call service alarms was viewed in the pump history but was not able to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.